Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the link electronic module (lem) board needed to be replaced and that the programmer had corrosion. The device will be scrapped.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.